Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that a breakdown was observed on the leads. It was later noted that the reason for explant was noise and fracture. The patient condition is stable. Related manufacturer reference number: 2017865-2021-06540.

Manufacturer narrative:
The reported event of lead fracture was not confirmed. External insulation abrasion was noted at 6.3 cm to 6.5 cm, 16.7 cm to 17.2 cm and 29.9 cm to 30.8 cm from the connector pin. One consistent with friction to the device can and two consistent with friction to another device and feature of the heart. This is consistent with the observation from the field of noise.